Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button always respond when first press. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had hairline fracture on casing and unexplained no delivery alerts. Customer stated insulin pump slower during rewind. The insulin pump will not be returned for analysis.